Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure during basal. The customer¿s blood glucose was 131 mg/dl. Customer states they are able to complete clear the alarm . The customer did not received request to rewind insulin pump. The self-test was performed and it was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.